Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for inappropriate shock. The implantable cardioverter defibrillator was delivering therapy in response to supraventricular tachycardia events. Programming changes were suggested. The patient was stable.